Event description:
According to the reporter: during resection in the rectal area, the stapler applied did not staple. Reportedly, the device handle was probably not fully squeezed. No further patient details or event issue was reported.